Manufacturer narrative:
UDI not required for product code. Implanted date: device was not implanted; explanted date: device was not explanted; occupation-clinical engineer; PMA/510(k)- k130520. The actual sample was received for evaluation. Visual inspection revealed no anomaly including a breakage in the appearance. The inside of the oxygenator was fixed by being filled with glutaraldehyde-containing saline solution. Then, the housing and the filter were removed. Visual inspection of the filter found no formation of blood clot on the outer, or inner surface of the filter. Subsequently, the oxygenation module was visually inspected. No formation of blood clot was observed. No anomaly was observed in the winding state of fiber. The fiber layer was removed gradually while the winding state of fiber was inspected visually. Irregularity in the winding state or other anomaly that could lead to pressure rise was not observed. The heat exchanger was removed from the outer cylinder and visually inspected with magnifier. No obstruction was noted in the channel. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Review of the pump record could not read any factors that could cause the pressure rise. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that blood-derived clogging occurred due to a change in the blood properties, resulting in the pressure rise, however, from the result of the actual sample inspection, the definitive cause of blood-derived clogging could not be clarified. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used during the procedure. In the emergency surgery for dissection, about 20 minutes after the pump was on, pressure rise was confirmed because the pressure before the oxygenator was found beyond 200 to 300 mmhg. Afterwards, the drop of pressure exceeded 200 mmhg. It was reported that the blood in the reservoir showed a marble pattern. As the arterial pressure after the oxygenator also increased, the doctor was asked to check the position of the arterial cannula, however, no problem was confirmed. Only the oxygenator was changed out while the circulation was stopped, and then no further problem in the pressure was observed until the ecc finished. The procedure was completed successfully. The patient was not harmed.